Event description:
It was reported that the programmer locked up with an error message when interrogating a device. The clinical specialist recycled the power and the error cleared. Technical services suggested the 2090 service diskette be run on the programmer as a preventative. The programmer remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.